Manufacturer narrative:
(B)(4). The reported condition was confirmed, however the cause could not be identified.

Event description:
It was reported that an infusor had its bladder rupture in a non-footed position during filling. The device was being filled manually via syringe with saline (non-baxter product). There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one sample for evaluation. Visual examination of the sample noted that the reservoir ruptured in a non-footed position. The reservoir was microscopically examined. As a result, markings on the interior surface of the bladder were observed near the rupture line. Should additional relevant information become available, a supplemental report will be submitted.